Event description:
It was reported while not in clinical use the device has a pressure sensor error. No reports of patient/user harm or injury.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Rse informed to the customer that error codes dealing with proximal pressure issues and informed that the da (data acquisition) board needs to be replaced. Rse also suggested the customer to check da to mc (motor controller) cable as well. Part identification for da to mc cable and da pcba (printed circuit board assembly) was provided to the customer to resolve. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.